Manufacturer narrative:
Correction section b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: it was reported that while in use on patient this 980 ventilator generated a device alert. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return correction: section h6 device codes remove a09 and add a1405 additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that while in use on patient this 980 ventilator generated a device alert. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue from the logs in memory that the unit entered backup ventilation at the time of the event which generated a mix o2 flow oor code. The sp replaced the oxygen (o2) proportional solenoid (psol). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One o2 psol was retuned to medtronic for failure investigation. Visual inspection revealed no anomalies. The psol was installed into a test ventilator for analysis. The power on self test (post), calibrations and the extended self test (est) were performed and the unit failed the leak test. A breakdown of the psol was performed which revealed damage on the poppet. The cause of the event was isolated to a fault in the o2 psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on patient this 980-ventilator generated a device alert. It is unknown if the patient was transferred to an alternate ventilator. There was no injury to the patient. A review of repair details, diagnostic logs, and available information indicates the device entered backup ventilation at the time of the event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on patient this 980-ventilator generated a device alert. The device was available for evaluation. A review of repair details, diagnostic logs, and available information indicates the device entered backup ventilation at the time of the event. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp found the unit generated a mix o2 flow oor code. The sp replaced the oxygen (o2) proportional solenoid (psol). The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The replaced part has been returned to medtronic for further analysis and is in the process of testing. The likely cause of the event was isolated in the field to a fault in the o2 psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.